Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025 it was reported that in the last three days or so they noticed the patient was retaining fluid in their bladder and not emptying their bladder properly. The caller added that the patient was not getting the feeling to urinate. The caller noticed a 'battery low' message in the my therapy app and wondered if a low ens battery could be the reason for the loss of therapeutic effect. The caller was able to bypass the 'battery low' message and confirmed therapy was on with amplitude at 1.5 ma. Program 6 was active. The caller was at an appointment with the patient with a personal assistant (pa) on the line as well. The caller mentioned that they called manufacturer representative (rep) and left them a message before calling patient services (ps). The caller disconnected as agent was trying to conference technical services (tss) on the line. Agent did not ask for name of managing healthcare provider (hcp) for that reason.